Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (baclofen) 2000mcg for a total dose of 150mcg via an implantable pump for no indication for use. It was reported on 2016-oct-28 a catheter revision and pump replacement occurred. It was noted patient was not receiving medication and healthcare professional (hcp) requested a catheter revision. Patient experienced increased spasticity. During the procedure hcp attempted to aspirate through the catheter with no results. Hcp tried to aspirate catheter without pump and was unsuccessful. Hcp cut the catheter and was able to get good flow from the tip of the catheter, then hooked up the new catheter to the pump and got flow. A flow test was ran for the pump while it was not hooked up to make sure fluid was pumping through with positive results. Patient's father requested replacement of pump, even after hcp stated the pump was in working order, and there was nothing wrong with the pump. Catheter was determined to be clogged and clogged portion was explanted . Both pump and catheter will be returned. The issue was resolved at the time of the event and patient's status was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.